Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was already under complete anesthesia and surgery had started. The damage was noticed when they wanted to use the instrument (could not connect). They then tried the 2nd instrument which is also damaged. They used another instrument, from a set which was available within the hospital, to complete the procedure. Surgical delay: 20-25 minutes.